Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 32 mg/dl, disorientation, slurred speech, and a loss of consciousness; cause was unknown. Customer required assistance from partner to treat bg via glucose tablets. Additionally, paramedics were called and treated customer with glucose gel. The customer was instructed to consult with healthcare provider regarding bg level.